Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) and vomiting for the past 24 hours. Bg value not provided. Tandem clinical diabetes specialist instructed the customer to disconnect, administer manual injection, change supplies, and to consult with their healthcare provider. No additional information regarding the issue was provided.